Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during internal testing there were some malformed staples along the staple line.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was received: 1. Could you please clarify if device was used on patient? No, this device was used in an exploratory r&d application - staple line fired in porcine colon. 2. Could you please provide more detail how issue was addressed? Images of final staple line taken in porcine tissue. Did not have adverse impact on testing. 3. Could you please clarify if there were any patient consequences? No patient consequences. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post-operative care - no patient involved - staple line fired in a section of excised porcine tissue.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. The product was returned to cincinnati for evaluation. Visual inspection and CT scanning were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 reload was received from internal testing with 1 staple stuck between the driver and the staple pocket after firing on indicated porcine tissue. The staple was bent/folded over. The staple was removed and CT scanning and analysis of the staple and the cartridge was performed. From analysis of the CT images it appears that the staple may have been partially damaged during staple loading and no specific cause can be identified. The reload could not be tested for functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.